Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the humeral stem and the bone, which led to aseptic (non-infected) humeral loosening. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information was not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant device(s): 320-10-05 - equinoxe reverse tray adapter plate tray +5: (B)(6), 320-15-01 - eq rev glenoid plate: (B)(6), 320-42-00 - equinoxe reverse 42mm humeral liner +0: (B)(6), 315-35-00 - glnd kwire: (B)(6), 320-02-42 - rs expanded glenosphere 42mm, +4mm offset: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq reverse torque defining screw kit: (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm: (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit: (B)(6).

Event description:
Approximately 6 year(s), 5 month(s) and 10 day(s) post-operative of a right tsa, the patient presented with aseptic humeral loosening. The patient reported a loose implant. The patient underwent standard reverse revision and the outcome of this event is considered resolved. The clinical report indicates that this event is possibly related to the device(s) and/or to the procedure.